Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: one denali filter was returned for evaluation. The device was returned with two filter legs crossed. Therefore, the investigation can be confirmed for failure to expand due to the crossed filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during a femoral deployment of a vena cava filter, two filter limbs were allegedly twisted and filter did not fully expand. The filter was captured and retrieved without issue. No further treatment was performed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral deployment of a vena cava filter, two filter limbs were allegedly twisted and filter did not fully expand. The filter was captured and retrieved without issue. No further treatment was performed. There was no reported patient injury.